Event description:
Upon completion of angioplasty after guide wire had been removed from pt, operator noticed guide wire was broken in same area as 5/13/94 break. Notified MFR. Wires pulled from use and returned to MFR rep on 5/20/94. Salesman exchanged all wires for a new lot number, took broken wire to return to MFR.